Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent surgery on (B)(6) 2010 to treat stress urinary incontinence, rectocele, and cystocele. During the anterior and posterior colporrhaphy, laparoscopy, right salpingo-oophorectomy and lysis of adhesions procedure. The patient reportedly experiences incontinence, dyspareunia, pain since a few weeks post-op. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.